Event description:
It was reported that the maryland bipolar forceps instrument ends were not parallel anymore during a da vinci prostatectomy procedure making it impossible to hold anything. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side-to-side misalignment of the grips. There was a 0.029 offset at the tips. The grip tips did not meet together when fully closed. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to misuse/mishandling. Failure analysis also observed that the insulation was damaged on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off at various areas. No other damage was found.